Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with minor scratched lcd window. No unexpected rainbow screen anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive and were harder to press. It was reported that the insulin pump had rainbow effect on screen. The insulin pump will not be returned for analysis.